Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek s system (lot number 964a, expiration date 04/30/2012). Reference medwatch report with (B)(6) for the suspect device used in the coaguchek xs system.

Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 2.1 inr/1.6 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.